Manufacturer narrative:
Citation: stapor m et al. Direct left ventricular wire pacing during transcatheter aortic valve implantation. Kardiol pol. 2020 sep 25;78(9):882-888. Doi: 10.33963/kp.15440. Epub 2020 jun 19. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the procedural outcomes of direct left ventricular wire pacing compared with right ventricular lead pacing in unselected patients who underwent transcatheter aortic valve implantation (tavi). All data were retrospectively collected from a single center between january 2017 and december 2018. The study population included 143 patients and was predominantly female with a median age of 81 years. Of those, 78 patients were implanted with medtronic evolut r transcatheter valves. No serial numbers were provided. Among all patients, two in-hospital deaths occurred. The direct cause of death was septic shock in both cases. Multiple manufacturers transcatheter valves were implanted in the study population. Medtronic product was not directly associated with the deaths. Among all patients, adverse events included: permanent pacemaker implantation due to unspecified atrioventricular block; stroke; second valve implantation due to valve dislodgement; cardiogenic shock; moderate paravalvular leak; need for blood transfusion; and major/minor vascular complications. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.